Event description:
An impella cp device was inserted via the femoral artery in a 53-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. Extracorporeal membrane oxygenation was in place prior to impella implantation and served as the primary hemodynamic support device, with the impella utilized for left ventricular venting. The patient was also noted to be on vasopressors and inotropes for hemodynamic support. During support, a high purge pressure and purge system blocked alarm was observed. Troubleshooting interventions were performed, including transient reduction of pump performance level to p1 and p0 for 8¿10 seconds with return to the desired performance level, fluid exchange, de-airing of the system, replacement of the purge cassette, and initiation of a new purge solution bag. Tissue plasminogen activator was administered in the purge solution to mitigate suspected biomaterial accumulation within the motor; however, these interventions did not resolve the purge system issue. Tissue plasminogen activator was utilized for the hpp to mitigate impact of biomaterial within the motor and there was no impact on the patient. While on support, the impella cp device was operating at performance level 2 with expected flows of approximately 1.3 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. After 2 days of support, the device was removed. The patient survived to explant with no additional adverse events noted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. D3 MFR fax number added. G1 MFR site name, danvers, removed. H6 med dev prob code added a01.

Event description:
Updated clinical narrative: (additional information received from field representative). The field representative did confirm that the impella was removed two days prior that expected due to the purge system blocked. No additional adverse events noted. The cardiac function is noted to have recovered to 50-55% ejection fraction, measured by echocardiogram. Prior clinical narrative: an impella cp device was inserted via the femoral artery in a 53 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. Extracorporeal membrane oxygenation was in place prior to impella implantation and served as the primary hemodynamic support device, with the impella utilized for left ventricular venting. The patient was also noted to be on vasopressors and inotropes for hemodynamic support. During support, a high purge pressure and purge system blocked alarm was observed. Troubleshooting interventions were performed, including transient reduction of pump performance level to p1 and p0 for 8¿10 seconds with return to the desired performance level, fluid exchange, de-airing of the system, replacement of the purge cassette, and initiation of a new purge solution bag. Tissue plasminogen activator was administered in the purge solution to mitigate suspected biomaterial accumulation within the motor; however, these interventions did not resolve the purge system issue. Tissue plasminogen activator was utilized for the hpp to mitigate impact of biomaterial within the motor and there was no impact on the patient. While on support, the impella cp device was operating at performance level 2 with expected flows of approximately 1.3 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. After 2 days of support, the device was removed. The patient survived to explant with no additional adverse events noted.